Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for spinal pain. It was reported that patient's ins did not work, they have had issues with recharging (8-10 hours) from day one. The device goes off and the patient needed it replaced. The issue of device going off started four months prior to the date of report. It was reported that patient's ins was going to be replaced in 2-3 weeks. No fall or trauma was reported and no specific symptoms were reported. In addition, caller reported that patient had the device implanted on (B)(6) 2014 and were under the impression they got a 10 year rechargeable ins. But they had not even gotten that far and needed it replaced in 2-3 weeks. Caller reported that their battery did not work. Patient was already scheduled for surgery.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.